Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service tech's finding of thermal damage on capacitor c98 and corrosions of various pcba components. The root cause is due to liquid ingress causing the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported an issue with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found thermal damage within the unit.